Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, it was impossible to inflate the balloon. Product was not resterilized prior to incident. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.